Event description:
Pt noted they had a different stimulator with nevro that was never good for them. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).